Manufacturer narrative:
The device is not available for return; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient received an end of battery and communication failed message on the remote. It was also stated that the patient was experiencing inadequate stimulation and burning sensation around the pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively.